Event description:
It was reported that caller requested help updating time, personal profile, or control settings for customer¿s therapy. There was no adverse impact to the customer¿s blood glucose level. Customer, with support from technical support, updated correction factor and biq/ciq settings as desired, was advised to consult healthcare provider when changing therapy settings, and confirmed understanding of this guidance.